Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently. The patient had a proximal type I endoleak and a distal type I endoleak. The aneurysm is currently 13 cm in diameter. The physician relined the stent graft with implantation of a bifurcated stent graft and two iliac limbs. The proximal type I endoleak and the distal type I endoleak were resolved. Per the physician the cause of the type I endoleaks were due to aortic neck dilation and iliac limb dilatation with continued disease progression. No additional clinical sequelae were reported and the patient is fine.